Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor: 06/09/2016, electrode belt: 04/07/2014.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2019. It was reported that the patient's granddaughter, sheriff, and fire department were present at the time of passing. The patient's granddaughter reported that the patient's wife heard the device alarming but does not think the patient responded to the alarm. The granddaughter believes that the patient was sitting on the edge of the bed, putting his pants on, then had heart attack. The patient was found face down in his bedroom with blue gel all over his chest. In addition, it was reported that ems performed CPR and defibrillation. Per review of the event, the patient was treated four times by the lifevest prior to passing. The device first detected two arrhythmias between 05:06:10 and 05:07:44 with the ECG showing ventricular tachycardia (vt) from 100 bpm to 110 bpm. The device exited the detection sequence at 05:08:36 while the patient was in an idioventricular rhythm at 80 bpm. At 05:09:04, the device again entered the detection sequence while the patient was in vt at 130 bpm transitioning to an idioventricular rhythm at 90 bpm. Gel was released at 05:09:29 and the first treatment shock was delivered while the patient was in an idioventricular rhythm at 80 bpm at 05:09:42. The post-shock rhythm was asystole for 8 seconds transitioning to an idioventricular rhythm at 50 bpm. At 05:11:37, the device delivered the second treatment shock while the patient was in an idioventricular rhythm at 80 bpm. The post-shock rhythm was asystole for 16 seconds transitioning to an idioventricular rhythm at 60 bpm. At 05:14:25, the device delivered the third treatment shock while the patient was in an idioventricular rhythm at 80 bpm. The post-shock rhythm was asystole for 17 seconds transitioning to an idioventricular rhythm at 60 bpm. The last shock was delivered at 05:16:56 while the patient was in vt at 100 bpm. The post-shock rhythm was asystole for 22 seconds transitioning to an idioventricular rhythm at 30 bpm. Following the last shock, the patient is seen in an idioventricular rhythm from 30 to 50 bpm. Per the continuous ECG recordings, the patient was in asystole with pace maker spikes and motion artifact from approximately 05:22:22 until the electrode belt was disconnected at 05:59:28 on (B)(6) 2019. Oversensing of low amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the event. The device did not deliver a treatment shock during the initial vt detection because the rhythm was below the patient's prescribed treatment threshold of 150 bpm.